Manufacturer narrative:
Investigation summary: 1. DHR of lot# was reviewed and no qn found. 2. Manufacture records was reviewed, no abnormal was found. 3. 14pcs retention samples were checked on visual inspection and cover pull force, no failure was found. 4. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: no action at the moment regarding the investigation conclusion that the compliant investigation was a non-manufacture issue. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on investigation above, the certain cause cannot be concluded at the moment. Rationale: per pen needle risk assessment, the severity of out cover cannot removal is moderate(s3), the actual complaint rate of the failure mode is o1 since from 2017. According to CPR-028, the risk level is low. No need to open CAPA.

Event description:
It was reported that pen needle 32gx4mm 14 pack is loose. This was discovered during use. The following information was provided by the initial reporter: it's noticed that when the outer needle is returned , it's too loose to remove the inner needle, increasing the risk of potential needle stick injury.